Event description:
It was reported that the patient felt a burning sensation in her rectum. It was noted that she had the device implanted for retention. It was further reported that, as of the day of report, the patient could not feel the stimulation. It was stated that the device had not worked well since the patient met with the "doctor's assistant," two weeks prior to report. It was also stated that the amplitude of the stimulation was increased from 2.45v to 2.65v, during the report. Later the same day, it was reported that the patient had attempted to get help with her programmer. She had tried calling patient services and it was also noted that her doctor had "not given her much guidance." No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Follow up reported the patient did not have concerns with their device or therapy but noted they did not understand that much about the device. However, it was unclear whether the patient had concerns with their device because it was also noted the patient was still having concerns regarding their device or therapy but they were working with their doctor or medtronic representative. It was noted there was an appointment scheduled for (B)(6) 2013. Further follow up from the health care provider reported the cause of the event was unknown and also noted the symptoms began post implant. There were impedances greater than 4,000. Reprogramming was done. On (B)(6) 2012, amplitude was decreased and the burning rectal pressure persisted. Two weeks later, amplitude was decreased and turned off, pressure improved and burning persisted. Signs and symptoms include vulvar burning, rectal pressure and constipation. The patient did not require hospitalization due to the event and there was no injury to the patient. It was later reported the patient had a sonogram of their heart to look at their valves and to look at an aneurysm about three weeks prior. The following day the patient noticed their pelvic/vaginal area was "burnt." It was noted the health care professional stated it was not device related and thought it was possibly shingles. The patient had been given cream and things were improving. It was noted it still burned but it was better. Patient had stimulation turned off for a week to see if that would help the burning. Patient was reprogrammed and now felt the stimulation more in their rectal area which made the burning worse and the patient had to use ice. Patient was assisted in changing the program and increasing the amplitude to a comfortable level. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # va014uc, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.

Event description:
Additional information indicated that the patient was trying to adjust the stimulation. She was on on program 1 at 1.80v then moved to program 2 at 1.60v and increased to 1.80v. The patient could not feel the stimulation, "then all at once she would feel it." She was standing at the sink when all of the sudden "she felt it, then another time she was in bed." It was stated that she used to be able to "feel it" sitting down. No falls or trauma were reported. It was stated that patient's lower back hurt, but she "had back trouble anyways" and it was unclear if it was from her 3 back surgeries or from the implantable neurostimulator.

Manufacturer narrative:
(B)(4).